Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The physician attempted to implant a taxus express2 2.50x8mm drug eluting stent into an unknown lesion. During advancement, the shaft of the catheter broke delivery and it was retrieved outside the sheath. The physician reported that "the stent broke where they were trying to push it into the body". Patient status is ok. Additional information was requested but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.